Event description:
Ous MDR - after an implantation time of about 41 months, premature battery depletion was reported. In addition, the pacemaker could no longer be interrogated. The pacemaker was explanted and returned for analysis. No deterioration of the patient&#62688;state of health was reported. The implant date was not provided.

Manufacturer narrative:
The pacemaker underwent an electrical test. It was determined, matching the clinical observation, that the device could no longer be interrogated. The pacemaker was then opened, and the internal structure was examined. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly and confirmed a discharged battery. The electronic module was then connected to an external voltage source and underwent an electrical function check. The current uptake of the electronic module was analyzed and proved to be normal. The module's capability to provide therapy was then tested. The module was completely capable to deliver therapy. The antibradycardic output signal matched the programmed values, and the signal sensing was proper. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer for a thorough analysis. First, a microcalorimetric measurement of the battery was performed. It showed no abnormalities in the heat tone that would indicate an internal self-discharge. In a next step, the battery was opened, and the individual components were examined. These were as to be expected given the charge status of the battery. There were no indications of a battery defect. In summary, a discharged battery was confirmed during the analysis of the pacemaker. The analysis of the electronic module and the battery did not show any indications of a malfunction. Despite extensive analysis, the cause of the clinical observation could not be determined.